Event description:
It was reported that the device collapsed from load height to ground level, injuring one of the medics. There was no adverse event for the patient.

Manufacturer narrative:
Several attempts were made to gain more information regarding the alleged event and injury; however, the customer did not respond and no additional information was gained. The investigation has been completed. Section h codes have been updated.

Event description:
It was reported that the device collapsed from load height to ground level, injuring one of the medics. There was no adverse event for the patient. Attempts are being made to gather additional details from the user facility.